Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 530 mg/dl. The ketones were high, patient was vomiting and collapsed. For treatment, the patient was given a insulin drip, given tylenol for headaches and intravenous (IV) fluids. The patient was discharged after 3 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user reports high bg levels while using the pdm. A battery was returned with the device. The device was allowed to charge with the returned battery and the device powered on and booted up with no issues. A pdm reset clock alarm was generated when the device was powered on during the investigation. The date and time were able to be entered; however, the settings were unable to be saved due to a message stating "resume insulin - you must resume insulin after changing the date, time, or time zone". The pdm was unable to communicate with the pod that the customer used last with the device, and the pdm is unable to disconnect the pod. Upon discarding the pod and clearing the error message, the same resume insulin message is generated when attempting to save the date and time, resulting in a looping series of error messages. Due to this issue, the remainder of the investigation is unable to be completed, and no download data is available. The lcd screen was observed to be cracked. The timing and cause of this damage is unknown. The touch screen functionality was not affected.